Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2reference MFR report#1627487-2016-03073it was reported the patient was without stimulation in the right lower extremities. Reprogramming was attempted to no avail. Reportedly, x-rays were ordered as the next course of action. Follow-up identified both leads have migrated. As a result, surgical intervention may be undertaken as the next course of action.